Manufacturer narrative:
The light box involved in the event was returned and evaluated by natus factory service. A light pad would not illuminate when one was installed into the light box. The light box was being supplied with the appropriate input voltage. It was found that an open circuit leading to the led in the light box was causing the light box not to illuminate.

Manufacturer narrative:
Natus medical resolved the issue with a replacement of the light box. Natus has requested for the device to be returned for further investigation.once investigation has been completed natus will provide a supplemental report report.

Event description:
The customer reported to natus that their neoblue blanket system light was extremely dim. Customer did not mention any death/serious injury, delay in treatment, or environmental/safety concerns.